Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0288559, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the device was still inside of the sealed package. There appeared to be glare in the photo preventing the needle of the device from being visible. Therefore, the engineer could not identify if the needle had pierced through the catheter tubing. Based off the photos the engineer was unable to verify the reported defect. Since no defects could be identified a definitive root cause could not be determined. In order to perform a more thorough investigation a physical sample or a photograph of the device's needle would be required. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ cateter i.v. 20g x 1.00¿ (1.1 x 25 mm) (latin america) experienced foreign matter contamination/silicone visible on needle/catheter. The following information was provided by the initial reporter: when opening the package and taking the catheter to use it was identified that the needle had transfixed the silicone.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ catheter i.v. 20g x 1.00¿ (1.1 x 25 mm) ((B)(6)) experienced foreign matter contamination/silicone visible on needle/catheter. The following information was provided by the initial reporter: when opening the package and taking the catheter to use it was identified that the needle had transfixed the silicone.